Manufacturer narrative:
The reported event that a screwdriver / depth gauge 2 in 1 autofix 2.0/2.5, 10-30 mm was alleged of breakage could be confirmed. The device was received with broken tip fragment. No slivers have been provided. Very slight signs of rust were identified. Based on investigation, the root cause was attributed to be user related. The most likely cause is that the instrument was not examined for wear and tear before surgery. The device had experienced excessive use or force and became susceptible to breakage. In addition to this, also the following factors might have contributed to the event: improper cleaning. Rust weakened the material at a local point, thus contributing to the breakage of the device. Excessive torque was applied during screwing. Hard/dense bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The sterilization manager reported that : the surgeons of the hospital are complaining about the screwdrivers, they say that the devices are very fragile and they break constantly.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sterilization manager reported that the surgeons of the hospital are complaining about the screwdrivers, they say that the devices are very fragile and they break constantly.